Manufacturer narrative:
No log data is available from the time of the reported event; therefore, a specific cause for the user's elevated blood glucose could not be determined. The twiist automated insulin delivery system user guide explains that the system is compatible with fast-acting u-100 humalog (insulin lispro) and novolog (insulin aspart).

Event description:
An initial event notification was received by sequel med tech, llc, on 27-oct-2025 and forwarded to millyard advanced medical products, llc, on the same day. The user reported a high blood glucose event that lasted throughout the weekend, (B)(6) 2025, and led to diabetic ketoacidosis. The user reported that their glucose value at the time of the event was in the "upper 200s mg/dl." The user had a small amount of ketones when they tested their urine, and reported having confusion, nausea, tiredness, dehydration, and fruity breath. The user mentioned that they were given medication for a fall and were unsure if it was the medicine or high glucose that made them feel unwell. The user was able to reduce their glucose value by consuming fluids such as broth, gatorade/powerade, and administering a bolus of fiasp insulin via the twiist automated insulin delivery (aid) system. The user reported thinking that the twiist aid system was not providing them with the correct amount of insulin as the meal boluses suggested by the system were smaller than the user expected. The user acknowledged that their twiist aid system therapy settings may be suboptimal. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.